Event description:
It was reported that the patient had a motor stall the same day as an MRI. The motor stall initiated on (B)(6) but did not recover until (B)(6). Interrogating the pump showed a "tube set" message had occurred on (B)(6). It was noted that the patient had not heard any alarms. Six days later, it was reported that there had been no patient symptoms and reading the pump had cleared the error. It was noted that the patient was "fine." The drug used in this system was morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10898r49, implanted: (B)(6) 2001. Product type: catheter. (B)(4).